Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2020 and (B)(6) 2020. (B)(4). Device evaluation: the complaint lens was received in the replacement lens¿ lens case. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, a detached haptic, and that the lens was returned cut in pieces and stuck together via dried viscoelastic, which is consistent with a lens that was handled during explant. The lens was cleaned. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a bilateral zlb00 patient ended up 20/60 at intermediate. Additional information was received stating that a model zlb00 lens was explanted from patient''s right eye in a secondary surgical procedure. There was no issue with the lens. No medical/surgical interventions such as vitrectomy, incision enlargement, or sutures were required. The replacement lens used is a different model zkb00 with same diopter lens. The patient was back to baseline at the time of discharge. No further information was provided.